Event description:
The customer reported lens chipped occurred during service maintenance involving an Olympus autoclavable camera head. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.